Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board and display were replaced. Unique identifier - (B)(4).

Event description:
The hospital reported that, during a case, the unit indicated a system malfunction. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.